Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported a plastic like material found in the eye during intraocular lens (iol) implant. The plastic like material was able to be sheared off during viscoelastic removal. The surgeon reports the eye is stable. Additional information received; the site does not know if the material came from the lens or the cartridge. There are multiple events for this report, this represents the 21.5 diopter iol and additional reports will be filed.